Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No pump error 4 alarm during testing. Pump error 53 alarm found in the pump history due to software error (tt=2252). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed multiple pump errors. Customer also reported the alarm occurred a second time after bolus. Customer ran self test and the insulin pump passed. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.